Event description:
The reporter indicated a greyish white powder material was found on the outside of the lens vial and in the sterile storage package of a 13.2mm vticm5_13.2 implantable collamer lens. The lens was a -13.00/+3.5/089 (sphere/cylinder/axis), and was implanted in the patients left eye (os) on (B)(6) 2024 and remained implanted. The eye was quiet. The cause of the event was unknown.

Manufacturer narrative:
A4: unk . A5: unk. A6: unk. D6b: na. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: the DHR review indicated that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).